Event description:
MFR was notified of a legal complaint. Details of the alleged incident, including the incident date, were not provided to MFR.

Manufacturer narrative:
Of the physicians named in the legal documents, per MFR records, only one physician has reported any safety complaints to MFR or its predecessors. That physician reported to sharplan on 3/9/2000 that 3 pts had been burned in conection with treatment with their vasculight device (device details on page 1 of this report). This complaint was investigated by sharplan. Per the sharplan field service engineer, the vasculight device power range calibration, coolling system checks and filter checks were ok and a periodic maintenance was performed. It can not be determined at this time whether the injuries reported regarding the march, 2000 complaint have any connection to the legal action reported to MFR on 10/17/05. H3 unk. The device eval reported above in may or may not relate to this reported safety incident. In the original analysis, this incident was determined by MFR not to be MDR reportable. This incident was later reclassified by MFR as MDR reportable as a result of an internal audit and the FDA letter dated 7/25/06.